Event description:
It was reported that this left ventricular (lv) lead had fractured resulting in noisy signals, failure to capture and high out of range pacing impedance. Patient experienced unspecified symptoms, but it is currently unknown if the symptoms are related. Lv lead revision is planned but it is currently unknown when it is scheduled. This lv lead currently remains in service and no additional adverse patient effects were reported.